Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and bleeding. No further patient complications were reported.